Event description:
An investigation by brainlab uncovered 2 instances of incorrect merges of patient records from data provided by a healthcare facility. Brainlab continues to investigate the issue and follow up with the user facility.

Manufacturer narrative:
B1, h1: a risk to patient health could not be excluded for these specific circumstances, because in the event that an automatic incorrect merge of patient records is not detected by the user, it could, in a worst case scenario, mislead the user, leading to treatment error or serious injury. From the limited data available there is evidence that the effect observed is due to a systematic error for which brainlab has initiated a field safety corrective action, that is currently ongoing (res#: 96241): a software bug in dicom proxy, version 5.0.0 (component of brainlab origin data management, version 3.1) and version 5.1.0 (component of brainlab origin data management, version 3.2) that leads to automatic and incorrect patient merges under specific circumstances. At the time of writing , there has been no reported negative clinical effect on patient treatment by this or any other user site due to this issue. Brainlab continues to investigate the issue. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of the investigation.

Event description:
An investigation by brainlab uncovered 3 instances of incorrect merges of patient records from data provided by a healthcare facility. According to the hospital, there was neither harm nor negative effect to any of the patients due to this issue.

Manufacturer narrative:
B2, h1: due to this issue, for example, data from patient_a may be automatically and incorrectly merged into an unrelated patient_b by the odm software, which leads to: · the unintended display of data from patient_a in patient_b. (Brainlab data selection application). · the unintended removal of patient_a from the patient list. (Brainlab patient selection application). If the automatic erroneous merging of data from two unrelated patient records is not detected by the user in the subsequent steps of treatment preparation, and data from patient_a is used to make clinical decisions for patient_b, this could, in a worst-case scenario result in treatment error or serious injury. At the time of writing, there has been no reported negative clinical effect on patient treatment due to this issue. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the three incorrect merges of patient records was, - a systematic error for which brainlab has initiated ongoing field safety corrective actions: two software anomalies in brainlab origin data management (odm) software versions 3.1.0, 3.1.1, 3.1.2, 3.2.0, 3.2.1, that lead to automatic and incorrect merges of patient records, without any user notification, under specific circumstances. Circumstances in which the issue occurs: the problem occurs if specific workflows are applied either in the brainlab patient selection application, or in a hospital information system (his) that is connected to the above-listed versions of brainlab odm software: 1. If the patient ID is changed via merge or edit function and subsequently only the gender of that patient record is changed, or, 2. If the patient ID of one patient record is changed from its original value to a new value and subsequently, this original value is applied (via merge or edit function) as the target patient ID of another patient record. H7: - brainlab is in the process of issuing field safety corrective action (fsca) information for this potential safety issue to all applicable regulatory authorities. On (B)(6) 2025, brainlab issued the 21 cfr 806 report of correction to the FDA. - brainlab is in the process of informing all affected customers of the potential safety issue when using the relevant brainlab origin data management (odm) software versions, the intermediate actions users shall apply to avoid the issue, and the corrective actions that brainlab is taking to correct this issue. Brainlab initiated distribution of the notification letters on (B)(6) 2025. An active reply by the consignees was followed, where necessary, via further different communication media. Brainlab also follows up with the consignees to confirm that the contained user corrective action is implemented at the hospital (will be adhered to by the users) for the affected origin data management software versions (3.1.0, 3.1.1, 3.1.2, 3.2.0, 3.2.1). If despite several attempts an active reply by the consignee (hospital/user) is not received, a successful delivery of the notification letter (e.g., via courier) will be documented. - brainlab will provide a software revision of origin data management software with the described issue corrected to all affected customers. Depending on the regulatory clearance in certain markets, brainlab will actively contact the affected customers as early as (B)(6) 2025 to schedule the update. The update installation for all affected customers is tentatively planned to be completed (worldwide) by the end of june 2027.